Event description:
A tandem mobi cartridge alarm was reported by the caller. There was no adverse impact to the customer's blood glucose level. The call resulted in the decision to replace the pump, and the customer was given a replacement with updated software. The customer was informed about returning the problematic pump within ten days using a provided return box and label to avoid charges and was advised on programming the replacement pump with their settings and connecting it to their cgm. Additionally, the customer confirmed understanding of the procedures and will use mdi as backup therapy to ensure continuous insulin delivery.